Event description:
According to the reporter, during a removal of the breast quadrant with the axillary node, the thread of the two devices broke. To resolve the issue, a new package of suture was used. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.